Manufacturer narrative:
The following repair and service diagnostic codes were identified: front panel upgrade. Video intermittent - transition board. Tier 2 ccu repair. Replace front panel. Replace transition board. The following was observed: a front panel upgrade and intermittent video. A tier 2 ccu repair was performed, which includes replacing the front panel and transition board. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source from camera head, connected monitors, leaking, use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the ccu shut down during a case.